Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.4, lab-inr: 4.9. No additional patient data available.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.4, reference: 4.9, mean: 3.15, confidence limits: 1.9-4.6. No corrective action is required as no product deficiency was established. Hence, no further investigation required. July-31-2009 - biosite received meter (B)(4). In-house accuracy test. Test date: donor 7 ((B)(6) 2009). Donor 8 ((B)(6) 2009). Returned meter (B)(4). In-house meters (B)(4). Retained strip: (B)(4) (strip code: 5f71p). Strip lot was determined from data memory (B)(4). Comparative sys: sysmex 560. Two therapeutic donors. Results for strip ln 080730a. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria. No further action is required. No strip deficiency was established.